Manufacturer narrative:
Block b3: exact date unknown, event occurred on the date of explant.

Event description:
It was reported that the patient had inadequate stimulation. All components were explanted. Additional information was received that the explanted devices were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: (B)(4). Model: sc-8216-50 serial:(B)(4). Batch: 17061411.

Event description:
It was reported that the patient had inadequate stimulation. All components were explanted.